Manufacturer narrative:
H6: investigation summary it was reported there are white spots in the syringe. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with about 9ml of solution. The syringe rubber stopper has what appears to be a droplet of lubricant. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot 2152805. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer, white spot microorganisms, could not be confirmed, and without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign matter white spots microorganism in two syringes. The following information was provided by the initial reporter: anomaly inside the syringe, white spots microorganism.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign matter white spots microorganism in two syringes. The following information was provided by the initial reporter: anomaly inside the syringe, white spots microorganism.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.